Manufacturer narrative:
The suspect device was evaluated and the issue resolved through an onsite service visit performed by an olympus field service engineer (fse). The fse confirmed the reported problem; the unit generated color bars but no scope image. The fse determined the video connector cable was loose. Upon tightening the cable, the scope image was present.

Event description:
The user facility reported that there was no scope image on the monitor during a procedure. The intended procedure was completed with no delay using a different monitor (model number/serial number unknown).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. It was reported that the digital light source cable maj-1933 was loosened, and the endoscopic images were produced normally when the device was tightened again. The maj-1933 is a cable that transmits signals when receiving video signals from the scope and transmitting synchronous signals to the scope. It is inferred that the transmission of the signals were inhibited and is the likely cause of the reported problem. As stated in the instructions for use, as a preventive measure: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."